Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the back found on (B)(6) 2022. Insulin pump was received with a cracked case behind the insulin pump near the battery tube compartment. Insulin pump was also received with a blank flashing white display with audio beep alert. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank flashing white display with audio beep alert. Unable to generate power management graph due to blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to blank flashing white display with audio beep alert. Insulin pump was cut open to perform visual inspection and found corrosion on the electrical board 1 and electrical board 2. Corrosion was also found on the force sensor, motor and vibrator¿assembly noted. The original electrical board 1 was cleaned, installed and swapped out with a working test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank flashing white display with audio beep alert noted. The original electrical board 2 was cleaned, installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a critical insulin pump error (open book image) alarm noted. The original electrical board 2 was re-installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the aa 1.5v battery and continued download. A blank flashing white display with audio beep alert was confirmed due to corrosion on the electrical board 1. Successfully downloaded firmware using crest insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Critical insulin pump error (open book image) alarm was confirmed due to corrosion on the electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the back of the insulin pump. Unable to download history files and traces using thus due to blank flashing white display with audio beep alert. A blank flashing white display with audio beep alert was confirmed due to corrosion on the electrical board 1. A test electrical board 1 was used and continued download. Critical insulin pump error (open book image) alarm was confirmed. Unable to download history files and traces using thus due to critical insulin pump error (open book image) alarm. Critical insulin pump error (open book image) alarm and unable to download history files and traces using thus due to corrosion on the electrical board 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator¿assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump was dropped. Troubleshoot was performed and the customer reported crack on the back of the insulin pump no harm requiring medical intervention was reported. The insulin pump was returned for analysis.